Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device's syringe plunger was not in place. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Health impact, event methods, evaluation, and conclusion codes: updated. One device was received for investigation. During visual inspection the device was observed to have its top case chipped, the right plunger case, broken, and the bottom case was cracked. The reported issue was confirmed during functional testing, when the device failed a flow test. The device event log also indicated a plunger sensor error previously occurred. The issue was traced to the q1 chip, which was determined to be broken off the plunger circuit board. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The investigation attributed this condition to user interface. The top and bottom cases, right plunger case, the plastic parts of the plunger head, and the plunger circuit board were all replaced.